Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output due to battery depletion. After replacing the battery high current drain was confirmed, due to a discrepant intergrated circuit.

Event description:
It was reported that the patient presented to the emergency room with dizziness and a low heart rate. The pulse generator exhibited intermittent ventricular output. The device was explanted and replaced on (B)(6) 20 13.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.